Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood as instructed in the user's guide. Evaluation of the returned cartridge identified a dialysate leak in the disposable fluid path. The occurrence of similar leaks has been investigated and an exact assignable cause cannot be determined. Appropriate action has been taken to reduce the occurrence of leaks. The user's guide includes adequate warnings for the operator to periodically check the system for leaks as the cycler may not sense slow leaks and to terminate the treatment if a leak cannot be resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed no add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. A clear fluid leak was observed. Rinseback was not performed due to facility policy, resulting in an estimated blood loss of 190cc. No medical intervention was required.